Manufacturer narrative:
The issue of resorption has been previously investigated and resulted in pre (B)(6) and (B)(6). Investigation and discussions with the vendor have indicated the material is radiographically resorbed during the healing process. Root cause is unknown. As per hhe pre-assessment, no CAPA needed.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.the device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. No product will be returned for investigation. No lot number provided for DHR review.

Event description:
In this event it is reported that when using the ah plus bioceramic sealer starter kit some patients returned and required retreatment due to the resorption of the sealer.